Event description:
The doctor reported the implant was removed due to osseointegration failure 1 month after placement surgery. Bone quality was type ii and oral hygiene at the site of the implant was good. During the surgery, periodontal disease, and bone resorption were observed. The patient has recovered.